Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. For the past two days, upon removing the tubing set following treatment, fluid was found in the cassette area of the cycler. There is no known pt adverse effect. Sample was discarded by the pt sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two reported events, for other event see MDR #: 8030665-2013-00329.